Event description:
A report was received that the patient's ipg was not charging. It was noted that the ipg had malfunctioned. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per physician's preference. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient's ipg was not charging. It was noted that the ipg had malfunctioned. The patient will undergo a revision procedure.